Manufacturer narrative:
This ICD was explanted in 2006, after an implantation time of eight months because of an infection. The biotronik sterilization protocol from eleven months earlier, confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc, were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.

Event description:
This device and system was removed due to infection per oos. Info provided by device tracking. Also removed was: selox 45, 1028232-2007-0147 and kentrox sl-s 65/16, 1028232-2007-0148.